Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer service center.

Event description:
The manufacturer received information alleging an internal battery not charging alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an internal battery not charging alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery not charging alarm was unable to be duplicated. The alarm code was able to be downloaded from the error log and confirmed the allegation. The power management board and internal battery were replaced to resolve the issue. Additionally, repair test, alarm check, battery check, run in tests and cleaning were performed. The unit operated properly.